Event description:
The customer reported to olympus, the gastrointestinal videoscope entire image was blurry and the object was not visible. The issue was found during preparation for use of a gastroscope diagnostic procedure. The patient was not under anesthesia and there was no delay noted. The facility finished the procedure with another set of a device. There were no reports of patient injury or harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h6 corrected fields: d9 - device availability. E1 - reporter information. H3 - device evaluated by manufacturer. H6 - type of investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issues was identified. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: the insertion tube was wrinkled, the angles were insufficient, the switches and the angle knob were aged. Based on the results of the investigation a definitive root cause for "blurry image" could not be determined. The event can be prevented by following the instructions for use which state: 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5. ''Troubleshooting''. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ''returning the endoscope for repair''. Warning: using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. 5.1 troubleshooting. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning: using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.